Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 04/27/2017 that on (B)(6) 2017, the patient experienced a severe hypoglycemic event. The patient called his friend because did not know where he was. The patient's vehicle was stopped in the middle of the intersection. A bystander helped the patient move his vehicle out of the middle of the intersection. The patient's friend called 911 and an ambulance arrived along with the police and the fire department. The fire department gave the patient glucose, orange juice and oral dextrose. After the patient was treated, his blood glucose (bg) reading was 56mg/dl. The patient took his own tablets after treatment from the fire department and his bg reading went up to 87mg/dl. The patient did not go to the hospital. At the time of contact, the patient was in good condition. No additional event or patient information is available.